Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the electrode was accidentally placed into vestibule during the surgery due to abnormal anatomy. It was reported that, post operative CT scan was performed and revealed that the implant was placed into vestibule, resulting in the decision to explant the device. The device was explanted on (B)(6) 2026; and the patient was reimplanted with another cochlear device during the same surgery.